Event description:
Continuous renal replacement therapy (crrt) machine in use when filter clotted off. A new system initiated, and "air in line" alarm received without a way to clear. New crrt machine attained, when turned on was "stuck" in the reprime screen. Device turned off and then back on; same screen appeared. This step repeated with same result. Dialysis called, and was instructed to turn off again and restart. The screen did not change. Dialysis notified and told to get a new machine. Attained new machine, and started priming. During prime test machine failed at 2nd bar multiple times. Dialysis called and new machine delivered pre-primed. Previous two machines placed in dirty utility room with signs placed on the machines with descriptors of problems. Devices transported to biomed a few days later.

Event description:
Continuous renal replacement therapy (crrt) machine in use when filter clotted off. A new system initiated, and "air in line" alarm received without a way to clear. New crrt machine attained, when turned on was "stuck" in the reprime screen. Device turned off and then back on; same screen appeared. This step repeated with same result. Dialysis called, and was instructed to turn off again and restart. The screen did not change. Dialysis notified and told to get a new machine. Attained new machine, and started priming. During prime test machine failed at 2nd bar multiple times. Dialysis called and new machine delivered pre-primed. Previous two machines placed in dirty utility room with signs placed on the machines with descriptors of problems. Devices transported to biomed a few days later.